Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # 542c98. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No * what is the most current patient health status? Good investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/16 with the pan bent and the reload body broken from the left side. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 502c22, and no non-conformances were identified.

Event description:
It was reported that it only triggered shortly then stopped. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. D4: batch # 502c22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/16 with the pan bent and the reload body broken from the left side. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 502c22, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut? Only on first mm. If so, was the cut line complete? No only on first mm. Did the device staple? Yes. If so was the staple line complete? A few mm. If so were the staples the appropriate b-shape form? Yes. Was the device locked on tissue? Were any trouble shooting steps taken to open the device? Yes. Did the device eventually open? Yes. If the device did not open, how was the device removed from the patient? N/a.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. Additional information was requested and the following was obtained: what is meant by the comment on the box "the device got stuck/jammed intra-op"? Is it that the device only partially fired or was difficult to open/would not open? It was difficult to open/would not open.